Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch kd6836; expiration date: 03/31/2021. Date of mfg.: 04/21/2016. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you verify which suture type was used? What was the date of the procedure? What tissue layer was the vicryl suture used on during the spine procedure? What was the condition of the tissue (normal, diseased, weakened)? How was the suture placed (interrupted or continuous)? Was there any patient event prior to symptoms? What tissue was cultured to identify the infection ((B)(6))? What is the surgeon opinion of contributing factor to the infection? Was any medical treatment/ intervention indicated for the infection? Is the surgeon alleging that the suture led to the infection? What are the patient age, weight, past medical and surgical history? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a laminectomy on an unknown date and suture was used. Post-operatively, the patient experienced a (B)(6) infection. It is unknown how the patient was treated for the infection and the patient¿s status is unknown. Additional information has been requested.

Manufacturer narrative:
Representative samples of lot kd6836 were returned for evaluation. Visual inspection was performed for packaging appearance and seals and no damage or defects were observed. The packages were opened and suture/needles were dispensed without problems and visually examined and no defects or damage was noted.